Event description:
An infusion pump that "turns off by itself". The reported event occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.